Manufacturer narrative:
H10: per field service engineer response: after further evaluation it was confirmed that the reported issue could not be duplicated. The device was confirmed to be operating per specifications and no failure was identified. The device was returned to service. Multiple attempts have been made to try to obtain further information about patient use and to obtain clarification on the noted unclear injury of this case, but no response received from the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the esprit ventilator v1000 indicating that the ventilator ¿failed on a patient. Auto cycled at a rate of 54. Volume was just a small puff. The device was in use on a patient at the time the reported issue was discovered; however, the answers to the ¿allegation of injury/death¿ and the ¿patient/user harmed¿ questions are answered ¿yes. It is not clear what the injury is in this case. The manufacturer's field service engineer (fse) was dispatched to the site and the device was still dressed directly from the patient. The fse turned the unit on and observed the exact symptoms as described. He connected a test lung and the vent operated normally. The investigation is ongoing to collect further information regarding the reported event.